Event description:
Reportedly a connection issue occurred at implant: no click sound was heard when screwing with sorin screwdriver at atrial level and the setscrew was removed when removing the screwdriver blade; therefore, the device was not implanted and returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the connection issue met by the user during the implantation attempt at the atrial level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use ((B) (4)).